Manufacturer narrative:
H6: the broken talar trial screw reported may have been the result of applying a bending moment while drilling into the talus, allowing it to fracture. However, this cannot be confirmed as the device was not returned for evaluation.

Event description:
It was reported that during a procedure, when the talar trial screw was drilled into the bone, it broke without any previous sign of damage. The bone wasn´t sclerotic but hard. The second screw fixed the talar trial without any further complications. The surgeon decided not to remove the broken screw, as it might have caused severe damage in the talus. There were no surgical delays. The patient was last known to be in stable condition following the event. The device is available for return. X-rays were provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.